Manufacturer narrative:
Device evaluation the reported pipeline flex with shield technology (ped2) was received and evaluated. The hypotube of the pushwire appeared stretched. The distal segment of the ped2 braid was damaged and not completely opened. The proximal end of the ped2 braid was also frayed. No other anomalies were observed on the returned device. Based on the product analysis, the report of ped2 braid did not open at the distal segment was confirmed. This ped2 braid failed to completely open due to the damage to braid. The observed damages on the ped2 most likely occurred when high force or excessive friction encountered during delivery of the ped2. The patient's tortuous anatomy could have contributed to friction and need for high force. The ped2 instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex with embolization device with shield technology against resistance may result in damage or patient injury." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received by the manufacturer, so device analysis cannot be performed. The reported clinical experience cannot be conclusively determined. One of the contributing factor to device not open at the distal segment could be the patient's vessel tortuosity. Additional information has been requested. Should the device or additional information be received, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield technology device (ped2) failed to open completely at the distal segment during a flow diversion procedure. The ped2 was used to treat a patient's fusiform aneurysm with max diameter of 5mm located at right middle cerebral artery m1 segment. Vessel tortuosity was reported as moderate. It was reported the device was prepared as indicated in the IFU. The microcatheter was flushed continuously with heparinized saline during the procedure. It was reported a normal amount of friction was encountered during the advancement of the ped2 inside the microcatheter. During deployment, the pipeline was unsheathed more that 50%, but the distal segment did not open completely. The physician attempted to open the ped2 by resheathing and unsheathing the device for three time, but could not resolve the issue. This ped2 was removed from the patient with the microcatheter. Two new flow diverters were used to complete the treatment for the patient. Post procedural imaging showed good results. No patient injury reported.